Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the pump was not flipped it was filled under fluoro. The patient was a difficult refill sometimes because the pump is deep in their pocket. It was noted the pump was working well.

Manufacturer narrative:
Correcting aware date for previous regulatory submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving compounded baclofen (3416.6 mcg/ml at 616.3 mcg/day) via an implanted infusion pump. It was reported the patient's pump was flipped. The hcp went to do a normal refill today and could not access the pump so they presumed it was flipped. The hcp used ultrasound to try and locate the port. The hcp planned to correct orientation, however patient tested positive for covid, so they will delay procedure. The current reservoir volume was 2.9 ml, caller wanted to know how long they could wait before pump would be empty. Reviewed flow rate falls off dramatically below 1, so calculated down from 2 to 1 = ~5.5 days so if low reservoir alarm is on 12/8, pump would reach 1 ml ~5.5 days later assuming current reservoir volume is correct.